Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/intact pain (trunk/limbs). It was reported that there were some high impedances on 2, 3, and 4 over 4k. The caller and patient stated that the hcp has been aware of this for some time (a couple of years), but they chose to leave it since it was not affecting the patient's therapy due to not using those electrodes. No further complications were reported.

Event description:
The hcp reported all combinations are 1395 ohms except for 4-7 electrode which was >4,000 ohms. They stated that the patient is set to low settings and ins is currently @ 2.64 volts. Patient is getting therapy benefit at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep called and wanted to discuss surgical options for replacing synergy w / either a prime adv or intellis ins. Ins replacement is scheduled for wednesday. Pss discussed extensions, pocket adapters, performed longevity and tablet programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep indicated that they were in a case to replace the ins and they used a 64002 adapter to connect the extensions to the ins. The caller provided the following impedance values: ref 0 4-7 40000ohms ref 1 0 1390ohms 2 1440ohms 3 2860ohms 4-7 40000ohms ref 5 7 8000ohms 6 2680ohms 0 - 3 40000ohms ref 6 0 40000ohms 1 40000ohms 2 400000ohms 3 40000ohms 5 2680 6 --- 7 3850 ref 7 0 - 3 40000 4 9830ohms 5 8100ohms 6 3860ohms. The caller will follow up with the physician and determine how to proceed. 2021-02-18 e1, e2: additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was not determined. They stated that no further interventions were taken to resolve the impedances. They noted that all connections were dry and intact per the physician, and he will see how the patient does post implant on his previous programmed settings. Programming was done in the recovery room and patient was put on previous programmed settings, and getting coverage as before. The explanted device will not be returned.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) product type implantable neurostimulator product ID 97715 lot# serial# (B)(6) product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.